Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-sep-2019 with the following findings: a review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the total daily dose (tdd) history indicated that insulin delivery totals correctly reflected programmed values. In the basal tdd history from (B)(6)2019 until end of use, the basal totals added up correctly and matched the user¿s basal program. Basal program 1 has 3 basal segments totaling 4.8 units per 24 hours. During testing, the pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 12 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Unrelated to the complaint, investigation revealed a crack in the battery compartment and a dim, discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the parent would give the patient a bolus and they would be high 400mg/dl with no symptoms. It was then corrected via injection 2-4u for high and bg would be 200mg/dl then 100mg then 80mg/dl at pick up. This had been going on for 1.5 weeks. During troubleshooting it was determined that pump was not recording basal rates accurately. It was reported that the user blood glucose (bg) reading was greater than 250 mg/dl; however, the bg reading did not exceed 500 mg/dl. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.